Manufacturer narrative:
A bci field service engineer (fse) noticed white substance on the bottom of the reagent carousel. Fse did not note the white substance on the top row. Fse cleaned the carousel and entry. Fse remarked that no sign of backflow in gravity lines. The customer to monitor the situation. The customer has not filed any additional reports in relation to this event. A definitive root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the presence of white precipitate around the reagent carousel door, reagent wheel, and cartridge. No injury or exposure were reported.